Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. The instrument was applied to the appropriate test media. The trigger was actuated and the remaining thirteen tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernioplasty procedure, the handle stuck and tack after firing, the subsequent tack comes out and locks after firing one. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.